Manufacturer narrative:
Section b3: date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient experienced diminished/loss of therapy for the right side and the lead had high impedances on the right-side contacts. Patient wanted bilateral coverage. Surgical intervention was undertaken wherein the lead was explanted and replaced. Therapy was restored post-op.